Event description:
The customer reported via the sales rep that the wingless centralizer popped off the exeter stem and would not stay on. The hospital completed the procedure without using a stem centralizer. It is further reported that there are no adverse consequences to the pt.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the manufacturer. If additional info becomes available, it will be submitted in a supplemental report.